Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient had a positive occult stool test. Testing showed small bowel arteriovenous malformations. The patient received 5 units of blood and coumadin and aspirin were held. The patient was started on octreotide. Aspirin was started again on (B)(6) 2021 with a dose of 81 mg per day. As of (B)(6) 2021 the patient remained hospitalized.